Event description:
It was reported that the external pulse generator paced "randomly." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator paced "randomly." Analysis did find the upper and lower cases, two side bail covers, the ring cover and the battery drawer broken, the battery release, lead flex cover and keyboard pad contaminated, the battery contacts compressed and the ring bent.

Event description:
It was reported that the external pulse generator paced "randomly." The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.